Event description:
It was reported that a user in the first week of ilet pump therapy experienced postprandial hyperglycemia with a blood glucose of 301 mg/dl after using reduced meal announcements compared to their prior routine, then was advised to resume usual meal announcements so the pump could deliver appropriate correction and meal dosing. Symptoms included hyperglycemia with a peak of 301 mg/dl. Outcomes included no reported injury, no medical intervention beyond troubleshooting, and no hospitalization. Investigation included user education and troubleshooting focused on meal announcement technique and dosing behavior. Investigation of this case revealed use error related to incorrect meal size/announcement leading to underdosing, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error corrected by education.